Event description:
It was reported that, about three weeks prior to the report, the patient¿s catheter was tangled and was later revised. Additional in formation was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).